Event description:
It was reported the surgeon removed the patient's multifocal intraocular lens 17 months after implant due to the patient's intolerance of the multifocality, a known and labeled possible side effect of all multifocal lens implants.

Event description:
It was reported that a revision poly exchange was performed due to possible infection.

Manufacturer narrative:
The returned insert showed typical wear features of mild burnishing and abrasive wear. The wear patterns observed on the retrieved insert were similar to those seen on other retrieved inserts and are consistent with the short in-vivo time.